Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that after normal induction the patient could not be ventilated, so that we had the impression of a massive respiratory distress (bronchospasm/ mediastinal mass). All therapy measures could not solve the issue, leading into a distinct hypoxia. After disconnecting the patient for bronchoscopy and bronchoscopy-bypass a very limited ventilation with co2 backflow was possible. Due to this we suspected the breathing system was faulty. After replacing the breathing system with one of the same type, sufficient ventilation could be established. Due to the long hypoxia period significant impairment is expected.

Manufacturer narrative:
On request it was reported that the device had been operated in manual ventilation mode man/spont at the time of the event. Together with an expert appointed by the hospital, the affected fabius as well as the mentioned 2nd breathing system were examined on site, on march 24 2017. A device leak test and a functional test in different ventilation modes were performed. The device was then subject to a device check in accordance with the dräger specification. The entries of the electronic logbook were saved as photos. The device leak test was passed. The fabius worked properly in various ventilation modes (man/spont, pressure control and volume control). During the check of the device three minor abnormalities were found, but a possible relationship to the reported symptoms could be ruled out. The distance piece at the vaporholder was broken: this damage occurred during the execution of the device check. Leakage in the fresh gas path: due to the description, we conclude that a strong backpressure was felt when the hand breathing bag was pressed, which implies that there was sufficient fresh gas in the bag and no fresh gas deficiency could have been present. Leakage at the peep valve slightly out of tolerance: during manual ventilation, the peep valve is inactive (open) so that the measured deviation has no influence. The fact that the device leak test was initially passed, but then leaks within the device check were recognized, is explained by the use of additional measuring devices and application of sharper limit values. The evaluation of the log entries showed that the ventilator leak test was passed 3 times on the day of the incident. Apart from that a "v037 ex valve leak" entry was recorded. This indicates that during the inspiration phase an unexpected expiratory flow was measured, which basically corresponds to the leakage on the peep valve identified within device check, but has no effect on manual ventilation for the same reason. The investigation has not revealed any evidence of a device-related cause for the described symptom. Against the background that the problem could be remedied with the change of the breathing system and the associated disconnecting of the hoses, e.g. A kinked breathing tube, or a wrongly connected hand-breathing bag (on an inspiration sleeve) remain as potential root cause. The described symptom (impression of a massive respiratory distress) is obvious to the user during manual ventilation (man/spont), since the breathing bag can hardly be emptied. The fabius is equipped with an integrated pressure and volume monitoring. Increased inspiratory pneumatic resistance leads to a pressure increase during ventilation as well as to a decreased tidal volume vt or minute volume mv. Depending on the set alarm limits, the fabius will generate corresponding visible and audible alarms. The general safety standards for anesthesia systems stipulate that an emergency breathing bag must be kept ready for emergency ventilation.

Event description:
Please see initial-report.